Event description:
Physician informed (B)(4) sales representative personally relating to the following information during customer visit. Parenchymal catheter neurovent-p-temp was applied subdural and displayed plausible icp values for the first 48 hours. Afterwards icp erratic increased (icp values between 60 and 90 mmhg). Displayed values didn't correspond to the patient's outcome. Contact between measuring site of the catheter and dura or even done during application could not be excluded from user. A post-operative measure with medicine has been carried out. The issue has no consequence for the health of the patient.

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p, (B)(4)) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified long term drift and zero point pressure according to specification. A malfunction couldn't be determined. Based on knowledge that the final inspection of the finished catheter was passed and the catheter was delivered with proper functionality, the erratic icp measured values are probably caused by subdural application not in accordance with IFU, possibly site changes during subdural application and the resulting contact between the measurement site and the cranial bone. Also small bone fragments in the area of the measurement site can cause such effect.